Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) found that the station was not powering on and traced the issue to the drawer controller on main drawer 1. Fse replaced the controller board. The keyboard cover also had missing letters, so fse replaced the cover as well. Then tested the drawer and verified that all station functions were operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline, customer tried rebooting the device, but issue still persisited. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.